Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens would not sit properly when being implanted in the patient¿s left eye. Reportedly, the physician enlarged the incision in an attempt to properly place the lens, but was unsuccessful. Upon lens removal, the haptic was noted to be kinked. A different type of lens (pmma iol) was implanted successfully to complete the case. No other information was available.

Manufacturer narrative:
Visual inspection of the returned device found one haptic bent. Cause of damage cannot be determined. Functional testing could not be performed due to the damage. The device history records (DHR) were reviewed and there were no non-conformities or anomalies related to the reported event. Based on available information, a root cause for the reported event could not be conclusively determined.